Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted. The patient was placed on dual antiplatelet therapy. At the 45-day routine follow-up a thrombus was identified on the closure device via computed tomography. The thrombus was laminar, non-mobile, and biased toward the limbus. The patient will be started on oral anticoagulation medication.